Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97745bp lot# serial# (B)(6) reopened for remediation plan 411. Previously completed rd tree no longer applies medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative (caller) regarding an external device to an implantable neurostimulator (ins) implanted for non-malignant pain. It was reported that the controller is not charging from the ac power supply. Caller said the controller was first completely blank until their dad fixed a prong in the controller port and then the controller powered on from the ac power supply. The controller had then displayed that it needed to be charged and when they took it off of the ac power supply it was at 80%. The manufacturer's patient services specialist (pss) walked caller through removing the battery pack, plugging the controller into the ac power supply, caller confirmed it powered on. Pss had caller re-insert the battery and confirmed the green light on the controller was flashing. Caller inspected the controller port and said the one of pins on the left looked like it was broken/missing. No symptoms were reported. A replacement controller was sent out. On (B)(6) 2022 additional information was received from a patient's representative (pt rep.). It was reported that when they initially tried powering on replacement controller the screen did not come on. Caller said they tested the battery pack in a spare controller which powered on. Caller then place battery pack back in recent replacement controller and it then powered on. Caller tested nld154789n w/ just power supply which powered on. Caller provided current battery levels: controller: 90% ins 80%. A replacement battery pack was sent out.